Manufacturer narrative:
This supplemental report is reporting the evaluation of the device and correcting information submitted on the initial report. Please reference sections b5 and h6 (medical device problem code). The device was returned to zoll medical corporation for evaluation. The device was reported to have "died," with no display and abnormal audible sounds. Upon evaluation, the device powered on with external power and displayed alarm 1001 (compressor failure). Physical inspection revealed impact damage not consistent with typical use. The compressor and front case were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down and would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down and the device powered on without display. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.